Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 133 mg/dl, 209 mg/dl, in the range of 300 mg/dl and 400 mg/dl. Customer experienced symptom like vomiting. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature of insulin pump was active. Customer treated their high blood glucose with manual injection. Customer did not allege insulin pump was under delivering. Customer stated that the insulin pump received software error detected alarm occurred during high pressure test, blood glucose level was fluctuating to high and low and had calibration not accepted alert. Customer was able to clear the software error detected alarm and able to complete insulin pump rewind. Customer performed self test and high pressure test and both cases were passed. Customer also stated that the infusion set cannula was bent and had blood on it. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.